Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer noticed that it had a hole in the bottom of the tube, which caused it to leak. The following information was provided by the initial reporter. The customer stated: customer problem: customer reports tube had a whole in the bottom and when used for blood collection the blood leaked for cat 367986 lot 3145837.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field has been updated with corrected information: b.5. Describe event or problem: report 1 of 2 it was reported when using the bd vacutainer® sst¿ blood collection tubes, the customer noticed there was a hole in the bottom of the tube, which caused it to leak. The sample had to be recollected. No adverse impact to the user. The following information was provided by the initial reporter. The customer stated: -customer problem: customer reports tube had a whole in the bottom and when used for blood collection the blood leaked for cat 367986 lot 3145837. H.6. Investigation summary: catalog #: 367986 lot/batch#: 3145837 bd had received two customer photos for review and analysis. After review and analysis, the bottom of the tube can be seen damaged at the bottom of the tube. Therefore, bd is able to confirm the customers reported defect. Additionally, 30 retain samples were subjected to a visual inspection for damages. 0 of 30 retains failed. Therefore, bd is unable to duplicate the customers reported defect. Based on a review of batch records and the investigation results, no definitive root cause from the manufacturing process. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
Report 1 of 2. It was reported when using the bd vacutainer® sst¿ blood collection tubes, the customer noticed there was a hole in the bottom of the tube, which caused it to leak. The sample had to be recollected. No adverse impact to the user. The following information was provided by the initial reporter. The customer stated: -customer problem: customer reports tube had a whole in the bottom and when used for blood collection the blood leaked for cat 367986 lot 3145837.